Manufacturer narrative:
Investigation under iaca m04-04 is ongoing. Date or event is unknown. Results: (other) - visual inspection of the lens showed surgical residue and one haptic was torn.

Event description:
The surgeon implanted a collamer lens model cc4204bf and was damaged during insertion. The lens was removed without patient injury. The facility stated it is unknown as to what caused the lens damage.